Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit m218614 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m218614 and test base part number 192-430 / lot m218614. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot m218614 showed that the complaint rate is(B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, a possible root cause is patient sample interference; substances in the sample itself may have interfered with the reaction. H3 other text : single-use: device discarded.

Event description:
The consumer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6)2023 on a nasopharyngeal sample. Repeat testing was not performed. Pcr confirmation testing (platform unknown) was performed and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number (B)(4)that has a similar product distributed in the us, list number (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use: device discarded.

Event description:
The consumer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a nasopharyngeal sample. Repeat testing was not performed. Pcr confirmation testing (platform unknown) was performed and generated a negative result. No additional patient information, including treatment and outcome, was provided.